Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Technical services were consulted and confirmed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Due to this anomaly, device replacement was recommended. The field noted that a replacement procedure is intended; however, the date is currently unknown. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Technical services were consulted and confirmed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Due to this anomaly, device replacement was recommended. The field noted that a replacement procedure is intended; however, the date is currently unknown. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device was subsequently returned for analysis. There was no previous information provided from the field indicating that surgical intervention was performed to explant this device. The investigation has been completed.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Technical services were consulted and confirmed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Due to this anomaly, device replacement was recommended. The field noted that a replacement procedure is intended; however, the date is currently unknown. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device was subsequently returned for analysis. There was no previous information provided from the field indicating that surgical intervention was performed to explant this device. The investigation is currently in progress.